Event description:
It was reported that the insulation had been compromised.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm peek multifunction handle, it could not be confirmed that the insulation was cracked, broken or breached. However, the insulation was compromised in the form of dings and scratches that were noticed throughout the shaft of the device. Also, it was noticed that this unit could have possibly been repaired by a third party in the past. The 5mm peek multifunction handle is missing etching at the proximal end of the shaft, which consist of lot number, ce mark, us part no. And reference. The 5mm peek multifunction handle passed the insulscan test. The probable root cause/s could be normal wear or user mishandling, as result of dings and scratches noticed throughout the shaft, or due to a possible 3rd party repair. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.